Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with a surgical site reaction three days following strabismus surgery. The patient was prescribed topical steroids.